Event description:
It was reported that the implantable neurostimulator (ins) "tried to electrocute" the patient. It was noted that the patient received shocks and the ins needed to be replaced. It was further stated that the ins was "supposed to last 7 years, but only lasted 6 months." Follow up information was requested, but was not available at the time of this report. If additional information becomes available, a follow up report will be sent.

Manufacturer narrative:
Product ID 748910, serial # (B)(4), implanted: (B)(6) 2004, product type extension; product ID 748910, serial # (B)(4), implanted: (B)(6) 2004, product type extension; product ID 7435, serial # (B)(4), product type programmer; patient product ID (B)(4), lot # j0454375v, implanted: (B)(6) 2004, product type lead; product ID 3487a-45, lot # j0454375v, implanted: (B)(6) 2004, product type lead. (B)(4).